Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range, high pacing thresholds, noise and oversensing due to a possible fracture. This rv was explanted and replaced. No additional adverse patient effects were reported.